Manufacturer narrative:
Apoc incident # (B)(4). The investigation was completed on 06/05/2019. A review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ad (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot c19011.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2019, abbott point of care (apoc) was contacted by a customer regarding I-stat troponin cartridges that yielded a suspected discrepant troponin result of 0.32 on a (B)(6) year old male patient with respiratory failure. There was no additional patient information at the time of this report. Return product is not available for investigation. (B)(6). At this time there is no reason to suspect a malfunction exists. The reporting decision was based on the limited information available that suggests the product was not performing within the variability of the assay. There was no patient diagnosis or evidence that the patient in fact suffered an mi. The customer declined to provide any more additional information. The investigation is underway. Per I-stat system manual: art: 714258-00q, reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of results).